Event description:
Health professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Health impact codes: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as an unidentified (tear) opening. (Shell thickness within specification). Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Health professional reported right side rupture. The device has been explanted.